Manufacturer narrative:
The device replacement date is unknown at this time but a boston scientific representative is expected to be notified when the patient is scheduled for the device replacement procedure. The device is expected to be returned to boston scientific upon explant. No further information has been made available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) device had a voltage alert and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. This device remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the devices battery. Low voltage capacitors are used in the devices high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this devices battery faster than normal.

Event description:
This supplemental report is being filed based on explant and replacement of the device and completion of device analysis.